Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information was requested however not received to date. The date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mammoplasty reduction procedure on (B)(6) 2020 and surgical sealant was used. Surgery without any complications. The patient complained of intense itching around the seventh postoperative day and enlargement of the hyperemic area due to intense urticarial reaction. Adhesive was removed. The patient had an allergic reaction at the site where adhesive was applied, she was prescribed: prednisone 20 mg for 7 days, allegra d 180mg for 7 days and loratadine 10mg every 8h and locally using quadriderm. No history of allergic reaction. Difficult to control the local reaction and did not respond to conventional treatment. Complained of intense burning. It lasted for more than 20 days despite treatment. The product will not be returned, as it was used on the patient. As of (B)(6) 2020 is in excellent post-operative evolution. Maintains darkening of the skin at the reaction site. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4. A manufacturing record evaluation was performed for the finished device batch pjj503, clr60215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.